Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a routine device check, high pacing lead impedance and intermittent capture were observed on the right ventricular lead. Also, the patient had non-sustained vf episodes due to lead noise oversensing leading to aborted charges. Patient¿s device was undersensing the lead noise, and consequently, the patient received inappropriate high voltage therapy. Rv lead was capped and replaced on (B)(6) 2018. Patient was stable throughout the event.